Event description:
A customer reported unexpected negative antibody identification results on erytra for one patient sample, obtained with cell 8 (fya+b-, donor (B)(6) of data-cyte plus 2 0.8%, ref. 213641, lot 617024014, exp. 2024-08-17. According to the information in the work order, the sample "(B)(6)" was collected on (B)(6) 2024 and originates from a 42-year-old female patient diagnosed with chronic myelogenous leukemia (cml). The patient received 3 rbcs units in the last 3 months and has a history of anti-fya. The customer indicated that the claimed cell reacted with another patient sample who also had an anti-fya. On (B)(6) 2024, the customer performed antibody screening of sample "(B)(6)" on erytra 1320 using search-cyte tcs 0.8%, ref. 213655, lot 644724014, exp. 2024-08-17, with dg gel 8 anti-igg card, lot 24010.01, exp. 2024-12-31. While cell 1 (fya-b+) and cell 3 (fya-b+) were negative, cell 2 (fya+b-) reacted positive (1+). The customer then performed antibody identification of the sample on the same instrument using the claimed data-cyte plus 2 0.8%, ref. 213641, lot 617024014, exp. 2024-08-17, and the following results were obtained: - the fya- cells (cell 1, cell 5, cell 6, cell 7 and cell 10) as well as the autocontrol were negative - the claimed homozygous (fya+b-) cell 8 reacted negative - the other homozygous (fya+b-) cell 3 reacted positive (1+) - the heterozygous fya+ cells (cell 2, cell 4, cell 9 and cell 11) were interpreted as negative on (B)(6) 2024, the customer repeated the antibody identification on another erytra instrument 1321 with the claimed data-cyte plus 2 0.8%, ref. 213641, lot 617024014, exp. 2024-08-17, and dg gel 8 anti-igg card lot 24010.01, exp. 2024-12-31. Similar results to the initial testing were obtained. On (B)(6) 2024, the customer repeated again the antibody identification on the initial instrument 1320 as the initial testing using the claimed data-cyte plus 2 0.8%, ref. 213641, lot 617024014, exp. 2024-08-17, with dg gel 8 anti-igg card lot 24010.01, exp. 2024-12-31, and similar results were again obtained.

Manufacturer narrative:
Based on all the elements, the most probable root cause of the reported negative reactions with cell 8 (donor (B)(6) of data-cyte plus 2 0.8%, ref. 213641, lot 617024014, exp. 2024-08-17, is sample related, pointing to a low-titer anti-fya in the patient plasma with fya specificity that is at the detection limit of the grifols system. This low anti-fya level in the patient plasma sample, in combination with naturally occurring variations in the antigen density of red blood cells may be the cause of the unexpected results observed by the customer. Medion grifols diagnostics ag has no indication of malfunction of product data-cyte plus 2 0.8%, ref. 213641, lot 617024014, exp. 2024-08-17.